Event description:
A surgeon reported that he, along with 4 other surgeons at their facility, have noticed an increase in post operative corneal edema. At first, the surgeon thought this issue to be related to the balanced phaco tip. All surgeons at the facility have gone back to using the 30 or 45 degree kelman mini-flared tips. Cases have been performed at other satellite clinics with the inifiniti system, but no edema has been noted to date. The facility does not use detergents or enzymes when cleaning instruments, but they do use a "quick rinse" unit. No ultrasonic cleaner is being used between patients nor do they soak the instruments on the field after use. They wipe them, flush them, then sterilize them. Per the surgeon, the edema has the appearance of bullous keratopathy (bk). This file will reflect 1 of the 5 surgeons experiencing this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).